Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing high blood glucose levels due to a bent cannula. The customer was experiencing blood glucose levels of 33 mmol/l. The customer's blood glucose levels are 33 mmol/l at the time of call. The customer was treated with a manual injection for high blood glucose levels. Trouble shooting was performed. It was reported that insulin pump had a no delivery alarm but did not have time to trouble shoot. The insulin pump will not be returned for analysis.